Event description:
It was reported that the customer had calibration error and sensor error alerts right away followed by a change sensor alert. Customer stated that the issue occurred upon initial cal attempt. Customer changed sensor but the same issues were recurring with the second sensor. Customer most recently received a change sensor alert with the current sensor. Customer's blood glucose was 79 mg/dl at the time of the incident. Customer's current blood glucose level was 171 mg/dl, which she considers to be high for her. Customer stated that her previous blood glucose level was 50 mg/dl. Customer functions better with low blood glucose levels. Customer tries to keep her blood glucose level between 50 mg/dl and 110 mg/dl. Customer stated that she will remove the current sensor and insert a new sensor after allowing the transmitter to fully charge. Customer declined troubleshooting for low blood glucose levels because she likes to keep her blood glucose level low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.